Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator change out procedure. Prior to the change out, the device was interrogated and exhibited backup vvi operation. The device was successfully explanted and replaced. No patient symptoms were reported.